Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was reported the cannula was possibly not inserted correctly into the infusion site and bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with blood glucose (bg) values that reached over 500 mg/dl. The patient was vomiting. For treatment, the patient was put on a bag of fluids. And diagnostic tests were conducted. It was reported that the patient was unsure if the cannula was properly seated and bent. The pod was worn longer than 48 hours on the leg. The patient was discharged after few hours.